Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22jan2019. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, inflammation, pain, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture, pain, lymphadenopathy, inflammation, capsular contracture, and silicone migration.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and possible ¿silicone gel infiltration.¿ healthcare professional later reported "lobulated contours," "pain in both breasts, arms and back," "left breast was bigger and deformed," and inflammation. Treatment with cefadroxil, paco, melocox, lisador, and gazia was given. The device has been explanted.